Event description:
Information was received that reported a patient was hospitalized in 2006 due to diabetic ketoacidosis. The report indicates that a day before,the patient had forgotten to bolus for a meal and had a blood glucose of 280 mg/dl. Before she issued a correction bolus, she changed her insulin infusion set, after the bolus, she went to bed. She awoke around 0700 and her blood glucose was 470. She gave another correction bolus and went to school. Around 1000 she was vomiting, checked her blood glucose which read high and went to the ER, where her blood glucose was measured at 700. She was put on fluids and an insulin drip.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.